Manufacturer narrative:
Pending investigation. H7: (B)(4).

Event description:
It was reported via legal documentation that approximately 3 years and 4 months post the initial left tka, the patient experienced pain and impaired movement of his left knee, as the components deteriorated, resulting in the need for the patient to undergo revision surgery. The patient was revised and it was found that the polyethylene component showed wear of the posterior condylar aspects and small areas of delaminated polyethylene, requiring a subtotal synovectomy and a new insert. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, limited range of motion and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.